Event description:
A peritoneal dialysis (pd) patient contacted to customer service to report the silk tape makes her breakout with rashes and she does not need anything replaced, the patient involvement was unknown; however, there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).